Event description:
Had a fall and second fall shortly after [fall]. His mobility and ability to walk have become significantly compromised [mobility decreased]. His mobility and ability to walk have become significantly compromised [difficulty in walking]. Case narrative: initial information received on (B)(6) 2020 regarding an unsolicited valid serious case received from health authorities of united states (reference number: mw5093847) from patient. This case involves an unknown age male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and had a fall and second fall shortly after, his mobility and ability to walk have become significantly compromised. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2020, the patient received treatment with hylan g-f 20, sodium hyaluronate injection (strength 8mg/ml) via intra articular route, once (dose and batch number unknown) for unknown indication. Information on batch number was not requested in context of covid19 crisis. On (B)(6) 2020, after unknown latency patient had a fall and a second fall shortly, after he went to the emergency room for evaluation. No breaks were observed but his mobility and ability to walk have become significantly compromised (latency: unknown). All events were medically significant. It was reported that patient had reached out to the administering doctor and was waiting for a follow up call. Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for all the events. The patient outcome is reported as not applicable for had a fall and second fall shortly after, as unknown for rest events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6) 2020. Additional information was received on 05-may-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.